Event description:
Usoh et al report in the august 2010 edition of the american venous forum on a "prospective randomized study comparing the clinical outcomes between inferior vena cava greenfield and trapease filters" that a (B)(6) male patient treated with a trapease filter had inferior vena cava thrombosis/iliac vein thrombosis within 42 days of filter placement.

Manufacturer narrative:
Upon review it was noted that the patient had a thrombosis within the device that also extended down into the iliac veins. Please update your files accordingly.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion. Action taken: no corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process.